Event description:
It was reported that a malfunction occurred on the customer's pump. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose (bg) level was 719 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was ultimately admitted to the hospital. Customer was treated with an insulin drip. Treatement resolved the issue and there was no permanent damage. The customer was discharged on (B)(6) 2026.